Manufacturer narrative:
The 865035 pfc patellar cementing clamp associated with this report was not returned. A complaint database search on the provided product code identified similar reports. Previous similar investigations attributed the root cause to product wear out or user technique. The investigation could not verify or identify any product contribution to the current reported event without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Follow up with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Locking mechanism was stuck and unable to lock the clamp in place. Fifteen minutes delay, no adverse event. Desired outcome achieved.